Manufacturer narrative:
E1 complete addres 1: (B)(6) . The device was not returned to olympus for inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had no image. The issue was found during an unspecified procedure. There were no reports of patient harm.